Event description:
It was reported that the procedure was to treat a lesion in the right mid superficial femoral artery (sfa). The 5x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion via 6fr sheath using the crossover approach. The balloon was attempted to be inflated; however, the balloon failed to inflate and when negative was pulled air was noted to be entering the inflation device. Then a 10cc syringe was used to pull negative and air was noted in the syringe. Another armada 35 balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak cannot be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.